Manufacturer narrative:
This device is a (B)(6) complaint and has been submitted by (B)(6) to (B)(6) reporting requirement.

Event description:
Infection.

Manufacturer narrative:
Device not returned. Additional DHR performed environmental and bioburden testing were completed and all per spec. Sterilization cycle was reviewed and found to be conforming. No issues were found in the manufacture, environmental or bioburden testing related to implant sn: (B)(6).